Event description:
A customer reported experiencing consistent occlusion alarms with their mobi device, which began intermittently around six weeks prior to their contact with support. There was no adverse impact to the customer¿s blood glucose level. The customer agreed to follow the recommendations provided by the clinical support specialist. The customer continued to use the pump for insulin therapy.